Event description:
It has been reported the patient is scheduled to be revised due to loosening. The date of the revision is unknown.

Manufacturer narrative:
There were no devices or photos received; therefore the condition of the components is unknown. Review of the device history records for the tibial component did not find any deviation or anomalies. This device is used for treatment. The review of the primary operative notes confirms that the patient underwent left total knee arthroplasty for osteoarthritis. Review of primary operative notes does not indicate root cause. The notes indicated that the components were sequentially cemented in place. There were no compatibility issues noted. A definitive root cause cannot be determined for the loosening with the information provided. However, the complaint may be revised upon return of product or further information. This report is 1 of 2 for this patient: 3007963827-2016-00074.